Event description:
It was reported from the hospital to the (B)(4) directly. While in the intervention department "linkage between each components was too loose to function." The "snap-locking system" was not working properly. The event occurred during use. There was no reported pt death injury or complications there was no delay or interruption. Medical / surgical intervention was not required. There was no harmful outcome to the pt. Additional information received from the distributor on (B)(6) 2012 stated that the complaint is about the dilator and super arrow-flex (saf) sheath not connecting properly.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.